Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different pt samples that were generated by the access 2 instrument. Pt a: an initial accu tni result of 2.44ng/ml was obtained. The original sample was re-tested for accu tni and the repeated results were: 0.06ng/ml and 0.03ng/ml. Pt b: an initial accu tni result was 0.48 ng/ml. The customer re-tested the original sample for accu tni several times and the repeated results were in the range of "no value" - 11.93ng/ml. The customer performed a weekly maintenance to the instrument and then re-tested the original samples of pt a and b for accu tni. The repeated accu tni results were: 0.01 ng/ml and 2 results of 0.45ng/ml for pt a and b respectively. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
The specimens were sampled from 2 ml cups. Customer technical service (cts) advised the customer to perform a system check which partially failed. A field service engineer (fse) worked with the customer via phone in 2006. The fse verified the customer's failed part of system check. The fse had the customer replace aspirate probes and perform weekly maintenance. Following the weekly maintenance, the customer repeated system check which passed. The customer conducted qc and results were within specifications. The customer retested pt samples from that day. The fse contacted the customer the following day; all repeat testing was good with no fliers. The fse indicated that the customer found a clot in one of the specimens. However, it is unclear which pt specimen had the clot. Hardware issue and pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.